Manufacturer narrative:
There is no known patient involvement. The facility did not provide the serial number. The information will be provided in a supplemental report if and when made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). The serial number of the unit has not yet been provided, so the date of manufacture is unknown. The information will be provided in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the biofilm was found in the sorin heater-cooler system 3t and the hoses. There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the biofilm was found in the sorin heater-cooler system 3t and the hoses. There is no known patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the original complaint was erroneous. The customer stated that no biofilm was identified in the sorin heater-cooler system 3t. The issue was identified on a device that is not distributed in the USA. This event has been re-assessed as non-reportable for the USA.